Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay nbs plusthoracic stent-graft system. The relay nbs plus device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relay nbs plus related event occurred in china.

Event description:
The patient was diagnosed aortic dissection. When the surgeon pushed the inner sheath forward to the tear position at the descending aorta, the proximal edge of the stent released automatically, somehow the inner sheath was pulled apart from the tip, even the third stage safe was staying attached. So that the stent could only be released at descending aorta, and the treatment was ineffective. And the tip was dropped off from the steel when the surgeon checked it after withdrew all the delivery system after the surgery. Patient outcome - no harm.

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay nbs plusthoracic stent-graft system. The relay nbs plus device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relay nbs plus related event occurred in (B)(4).

Event description:
The patient was diagnosed aortic dissection. When the surgeon pushed the inner sheath forward to the tear position at the descending aorta, the proximal edge of the stent released automatically, somehow the inner sheath was pulled apart from the tip, even the third stage safe was staying attached. So that the stent could only be released at descending aorta, and the treatment was ineffective. And the tip was dropped off from the steel when the surgeon checked it after withdrew all the delivery system after the surgery. Patient outcome - no harm.